Event description:
The clinician inserted the IV in the pt and retracted the needle into the safety chamber. The clinician passed the chamber to another clinician for disposal. The clinician hit the barrel on another surface, resulting in the needle pushing up through the chamber and causing a needle stick injury.